Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, date of procedure was (B)(6) 2015 or 2017? Please clarify the date that the patient developed the reaction ¿ (B)(6) 2015 or 2017? Do you have any photos for review of the reaction? What date were the sternal wires removed? What is the current condition of the patient? No further information is available for this case.

Event description:
It was reported that the patient underwent a coronary artery graft bypass procedure on (B)(6) 2015 and suture was used to close the sternotomy wound. Two months post operatively, the patient experienced a fever / arthralgia / headache / general malaise. The symptoms resolved with high dose prednisone and removal of the sternal wires. The patient was diagnosed with presumed delayed type hypersensitivity reaction to metals. Additional information has been requested.